Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had slow gradual increases in impedance and in pacing threshold. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.